Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized and due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 600 mg/dl. The customer was treated in the hospital. The customer they received motor error and they performed displacement test and alarmed motor error again. It was reported that they had replace battery alarm. Customer reported that the drive support cap appears was normal. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.